Event description:
The customer reported the fluoroscopic image was intermittently lost form the left "live" monitor. This issue effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The electrical and video connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.